Manufacturer narrative:
This report is submitted on september 07, 2021.

Event description:
Per the clinic, the patient reported poor sound quality with the device and impedance measurement shows open circuit in multiple electrodes. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2021 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on october 27, 2021.